Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the result of this investigation once it has been completed.

Event description:
Patient was revised due to infection. Update: (B)(6) 2012- litigation papers received. In addition to infection, it is now alleged that the patient suffers from pain and elevated levels of cobalt chromium. The MDR decision has been reversed and initial emdrs created. .

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. A lot code for the acetabular cup was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** 11/7/2012- litigation papers received. In addition to infection, it is now alleged that the patient suffers from pain and elevated levels of cobalt chromium. The MDR decision has been reversed and initial emdrs created. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update: (B)(4) 2013 - additional litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from swelling and metallosis. Litigation also alleges that patient had purulent material in the hip, as well as a large abscess. The hole eliminator and acetabular cup should have been reported when litigation was originally received, however, there was an oversight. The hole eliminator and cup are now being reported. Depuy still considers the investigation closed

Manufacturer narrative:
**Update** 3/27/2013- pfs received from legal. The correct doi and dor were provided. There is no new additional information that would affect the investigation

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.